Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unknown date, he obtained a result of "195mg/dl" on the subject meter, which he felt was inaccurately high in comparison to a reading of "139mg/dl" obtained on a bayer contour device, within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and administered "0.6 units of victoza and increased his levemir dose by 2 units" but could not specify when. The patient denied developing any symptoms or receiving any medical treatment as a result of the issue, but stated that he obtained a result of "139mg/dl" on another device, but could not specify when. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.